Manufacturer narrative:
Evaluation summary:the review of manufacturing documents revealed no deviation in material resp. In the manufacturing process.the rmf had considered potential nail breakage. The estimated threshold was not exceeded. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an intramedullary nail requires timely sufficient bone healing during the implantation period. In this case the returned nail had broken in fatigue manner after an implantation period of approx. 7, 5 months. Mechanical damages ¿ drill marks, chamfer-like material abrasion ¿ and scuffed off coating at the lateral edge of the anterior bridge had been caused by contact with the step drill during initial preparation of the canal for the lag screw. Such damages may cause additional notch effects. Referring to the topography of the breakage surface of the bridges ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner after approx. 7,5 months. Nail breakage is inevitably to be expected after a material damage. The incipient crack was initiated ¿ with utmost probability ¿ by intra-operative damage (chamfer) most likely causing additional notch effects. Medical review revealed insufficient bone healing after approx. 8 months. Missing bone consolidation after 6 months is defined as non-union. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to above implant breakage was caused by intra-operative damage contributed by insufficient bone healing. According to available information a deficiency of the nail was not verified.

Event description:
It is reported by the patient, that she got heavy pain in the hip on (B)(6) 2015. On (B)(6) 2015 the broken nail was explanted. The surgeon of the hospital, explained that the nail was broken in the middle and the removal from the nail needed a few steps.

Event description:
It is reported by the patient, that she got heavy pain in the hip on (B)(6) 2015. On (B)(6) 2015 the broken nail was explanted. The surgeon of the hospital, explained that the nail was broken in the middle and the removal from the nail needed a few steps.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.